Event description:
The report states that during a gastrectomy, the device stuck to the pt's tissue and could not be removed. Manual suturing was done to remove the device from tissue. In addition, the surgeon stated that the device's energy output was too strong and it cut a suture that had already been in place. There was no bleeding and no injury to the pt.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will e submitted.